Manufacturer narrative:
Immucor technical support connected to the customer instrument used for testing using a remote electronic connection method on (B)(6) 2015. The well reactions appeared visually negative.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument (when tested on (B)(6) 2015).